Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported incomplete cut, during laser application in the left eye of a patient, during surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows six successfully performed treatments. The treatment for the left eye was not repeated on the treatment day. The reported event could be confirmed in logfiles, however there was no reported harm as result of the event, laser stopped as intended and treatment was aborted. Contributing factor for the reported event is a probable shutter malfunction, but without additional information root cause cannot be concluded. The root cause could not be identified conclusively; most probable root cause is faulty shutter or shutter board. The manufacturer internal reference number is: (B)(4).